Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an umbilical hernia repair, when the suture is knotted, it breaks. There was no patient injury.